Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 of a -7.50 diopter implantable collamer lens was broken.